Event description:
As reported by the field clinical specialist (fcs), during a transfemoral valve in valve (vinv) tavr procedure with a 23mm sapien 3 ultra valve in a non-edwards valve, the valve got stuck on the outflow tines and they were unable to separate the two valves, so the valve had to be inflated in the outflow portion. A second 23mm sapien 3 ultra valve was implanted in the outflow portion of the non-edwards valve. The patient was doing well post procedure.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to h6 based on additional information. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. The complaint for interventional device interacts with non-edwards device was unable to be confirmed due to unavailability of relevant procedural imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. As reported, 'during a transfemoral valve in valve (vinv) tavr procedure with a 23mm sapien 3 ultra valve in a non-edwards valve, the valve got stuck on the outflow tines and they were unable to separate the two valves, so the valve had to be inflated in the outflow portion'. Per IFU, 'patients with pre-existing prostheses should be carefully assessed prior to implantation of the valve to ensure proper valve positioning and deployment'. Due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.